Event description:
The customer reported that she was taken to the emergency room due to a low bg (34mg/dl) episode. When attempting to program her basal rate in her new pdm she accidentally set it at 4.0u/hr instead of 0.4u/hr. She was released from the hospital after four hours with a bg of 171mg/dl. No product will be returned for eval.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for eval. We are unable to confirm any product malfunction. Based on the info provided in the report, the customer's low bg's most likely resulted from user error and not from any malfunction of the device. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.